Manufacturer narrative:
The guide wire in question was used for recanalization of a subtotal occluding lesion in the anterior a. Tibialis. During the procedure the wire tip was lost. The returned instrument and the respective production documentation was inspected to ascertain whether the cause was due to a deviation from the production process. The analysis of the returned guide wire revealed that approx. 4.5 mm of the total length of the flexible guide wire tip has remained in situ. The remainder of the tip showed a wave-shaped contour, which indicates that the guide wire repeatedly and often turned in both directions. Breakage requires a force ranging from 7 to 9 n, in order for this to happen the distal area of the guide wire must be fixated or stuck in the lesion. During the inspection, no indications of material defects or previous damage could be found on the surface of the material.

Event description:
Ous MDR recanalization of a subtotal occluding leasion (a. Tibialis anterior). During which tip of wire was lost. Tip of wire remains in situ.